Event description:
Patient reports her pump was not programmed when she received it (even though pharmacy did program before sending out). Will send replacement pump. Will send box to return malfunctioning pump for investigation. No clinical injury reported. No other information available. Sn (B)(4). Dose or amount: 9.8ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2017 to current. Diagnosis or reason for use: i27.0.